Manufacturer narrative:
(B)(4). Event date: (B)(6) 2015. Concomitant medical products: unk cocr head ¿ unknown part and lot, unk m/l taper with kinectiv stem ¿ unknown part and lot, unk longevity liner ¿ unknown part and lot, therapy date: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 06761, 0001822565 - 2018 - 06764.

Event description:
It was reported that patient presented approximately 7 years post right total hip arthroplasty with pain and instability. A diagnostic workup revealed elevated metal ion levels and MRI shows adverse local tissue reaction. Approximately 1 year later, another diagnostic workup was done. The surgeon concluded that the patients symptoms were due to fretting and corrosion leading to the formation of metallosis and pseudotumor. No revision surgery has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
It was reported that patient underwent a left hip total arthroplasty. Approximately 7 years later, the patient underwent diagnostic workups revealing elevated metal ion levels, and MRI findings consistent with adverse local tissue reaction. Approximately 1 year later patient underwent additional blood serum screening, MRI and CT scans leading to the surgeon to note symptoms were due to fretting and corrosion, formation of pseudotumor and metallosis. No revision surgery has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: 00801803602 ¿ cocr head ¿ 61092920. 00771301000 ¿ m/l taper stem ¿ 60927132. 00630505036 ¿ liner ¿ 61057388. 00620005222 ¿ shell ¿ 60954861. 00625006530 ¿ bone screw ¿ 61083494 x2. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2022 - 00040. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6 review of medical records noted no complications during the initial procedure. No revision has been reported to date and the allegations were provided by legal. Review of the device history records identified no deviations or anomalies during manufacturing. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.